Manufacturer narrative:
Complaint conclusion: during post dilation of a stent graft located in the aorta the balloon was reported to have ruptured at 2 atmospheres. The vessel was described as having moderate calcification. There was no reported patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15078401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During pta for a stent graft in the aorta, a maxi ld 7f 20 x 4 100cm balloon ruptured. There was moderate calcification present. The device was delivered to dilate the stent edge, but when the pressure of the indeflator stopped increasing at around 2 to 3 atm, balloon burst was suspected. The balloon re-wrapped properly and was removed from the patient without difficulty. The device was changed to another product and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition.